Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Noise was able to be reproduced in clinic. A new automatic setup was completed with primary being the most viable option. Rhythmcare then discussed the possibility of further evaluation for system placement. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Noise was able to be reproduced in clinic. A new automatic setup was completed with primary being the most viable option. Rhythmcare then discussed the possibility of further evaluation for system placement. Additional information was received that another inappropriate shock was delivered due to myopotential oversensing. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.